Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the nrfit connector (minipack 1) became disconnected between the catheter connector and the epidural filter during labour analgesia while in situ. The disconnection occurred between the clip and the filter. A small damp patch was noted on the bed sheets. There was patient involvement and no adverse harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.